Manufacturer narrative:
The customer's calibration and qc results were ok. The field service engineer performed various checks and adjustments. He performed performance testing, with acceptable results. He confirmed calibration and qc were within specification after the service and no issues were observed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t stat assay results for 1 patient sample on a cobas e 411 rack. The initial result was 0.146 ng/ml. The operator noticed the critically high result and repeated the sample test. The sample was repeated on a different cobas e 411 analyzer and the repeated results were 0.01 ng/ml with a data flag and 0.01 ng/ml with a data flag. The repeated results were deemed correct. The erroneous result was not reported outside of the laboratory. The reagent lot number is 574991. The expiration date was requested, but not provided.

Manufacturer narrative:
There is no indication for a performance issue of the reagent or instrument. The customer performed a visual check of the sample and no issues were observed. The system's alarm trace does not contain a conspicuous event. Based on the data provided, the investigation did not identify a product problem. The cause of the event could not be determined.